Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6)2024. There was no information about whether the patient experienced symptoms. At an unspecified moment, the cgm was reading 41 mg/dl and the blood glucose reading was 687 mg/dl. The patient was in the hospital at the time of the call but declined to provide additional details. It was reported the patient was in the hospital the same day as the event. The length of stay in the hospital is not known. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.